Event description:
It was reported that adhesion issue occurred. The wearable was inserted into the arm. On (b)(6) 2026, it was reported that the patient¿s sensor fell off while she was sleeping. The patient was also wearing an Omnipod insulin pump. The patient woke up and was throwing up blood, had abdominal pain, and felt nauseous. Emergency medical services (EMS) was called and when they arrived, the patient¿s BG meter reading was 600 mg/dl. The patient was transported to the Emergency room (ER) and upon arrival, the patient¿s BG meter reading was still above 600 mg/dl. The patient was diagnosed with DKA and treated with an IV insulin drip, IV fluids, and unspecified pain medication. The patient was still in the hospital at the time of report (over 24 hours). No product or data was provided for investigation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).H6 Medical Device Problem Code - 3191 - Patient was unable to identify device issue therefore a more specific code could not be selected.Diabetes Mellitus is a known cause of Diabetic Ketoacidosis.